Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified. No pump was received for investigation therefore no evaluation could be performed for the cartridge change error allegation.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm 06 occurred. Reportedly, the pump was within the allowable operating altitude range at the time of this alarm. Additionally, it was reported that a cartridge change error occurred. Reportedly, customer loaded a new cartridge to resolve the issues. Customer's blood glucose level was 175-220 mg/dl.